Manufacturer narrative:
Correction : please retract this report 2017865-2024-03289. It will managed in (B)(4).

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the product was found in backup mode. No intervention was performed. The patient condition was unknown.